Event description:
A hill-rom technician received a report from the account stating the bed exit alarm would not work. The bed was located in the 3rd floor rear hallway. There was no patient/use injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician inserviced the account on proper use of the bed exit system. Based on this information, no further action is required.